Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection ceftazidime (250 milligram once a day, route and frequency not reported) for the event of peritonitis. The actions taken with dianeal therapy was not reported. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.